Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2008-00079. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis and an acute interior myocardial infarction occurred. The patient presented with an acute myocardial infarction and underwent cardiac catheterization. A 2.50x24 mm taxus express2 drug eluting stent was deployed in the distal right coronary artery (rca) and a 2.50x16 mm taxus express2 drug eluting stent was deployed in the mid rca. The patient was instructed to take plavix for at least six months. Eight months post the initial procedure, the patient presented with an acute inferior myocardial infarction due to a stent thrombosis located in the distal rca. The thrombosis was treated with angiojet thrombectomy and further stenting of the rca.